Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection of the device revealed that the stabilizer was kinked and broken from the hub; likely due to handling. In addition, the delivery catheter was kinked and flattened due to procedural factors. During functional testing, high resistance was experienced, and the stabilizer would not advance. The stent was partially deployed. Based on available information and investigation results, it is probable that the device was damaged during the clinical procedure or anatomical factors during use limited the performance causing the as reported failure to deploy the stent and partial deployment. As such, an assignable cause of procedural factors cause traced to component failure was assigned to this investigation.

Event description:
Analysis of the device revealed that the stent was partially deployed. There was no clinical consequence to the patient as a result of this event.